Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure resulting in error code. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the flex deflectable videoscope image does not display on the monitor. There were no reports of patient involvement.